Event description:
The patient was prepped for a gyn procedure and placed in a lithotomy position. The patient's thighs were covered with saline soaked towels. The holstered pencil immediately activated when connected to the generator. Following the procedure, two blisters appeard on the patient's left upper thigh. One blister was approximately 1" in diameter and the second was 3/4" in diameter. The blisters were viewed as serious and down to the muscle. The blisters were treated with flamazine dressing, bactegras gauze and sterile 4x4's.